Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube had poor separator movement during the centrifugation and the additive didn't dissolve, causing a clog in the instrument probe. The following information was provided by the initial reporter, translated from japanese: "after blood collection, the sample was centrifuged at 3000 rpm but the additive didn't dissolve in the tube, which caused a nozzle clog in the analyzer."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval no . D10: returned to manufacturer on: na. H6: investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to additive abnormality were observed. 100 retained samples were visually inspected, and no defects were found. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure, additive abnormality (fibrin strands and fibrin mass evaluated) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Spray coat pattern referenced by the customer is visually consistent for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube had poor separator movement during the centrifugation and the additive didn't dissolve, causing a clog in the instrument probe. The following information was provided by the initial reporter, translated from (B)(6): "after blood collection, the sample was centrifuged at 3000 rpm but the additive didn't dissolve in the tube, which caused a nozzle clog in the analyzer."